Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient became aphasic and experienced an ischemic stroke. The patient presented as asymptomatic for a left transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. In the post-anesthesia care unit (pacu), the patient became aphasic. The physician reviewed cerebral angiography, which demonstrated a middle cerebral artery segment isolated hemisphere finding, and subsequent magnetic resonance imaging (MRI) confirmed evidence of an ipsilateral ischemic stroke. The patient passed the post-procedure neurological check, was compliant with dual antiplatelet therapy (dapt), and no blood pressure issues were reported. The patient was admitted beyond the standard of care and was reported to be recovering in a rehabilitation center.